Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The field service reproduced pressure transducer and internal leakage test failures on-site and replaced the expiraratory channel printed circuit board (pcb) according to recommendations in the service manual and both pressure transducers. The ventilator was released to customer for clinical use after passed tests. Replaced parts were returned for further investigation. Received device logs contains failed pre-use check pressure transducer and internal leakage tests between (B)(6) 2022. The reported date of event is updated accordingly. The test failures indicate a problem with the expiratory channel pcb and a general leakage problem. No technical error codes were found. The visual inspection of returned parts showed no anomalies. The returned parts were installed in the reference ventilator, one part at a time. Several pre-use checks and extra internal leakage and pressure transducer tests passed. Six days of simulated use test ventilation passed with three sporadic alarms for high airway pressure that can probably be attributed to the test setup itself. No other problems occurred. Offset value drifting and gains were all good. The problem was detected during pre-use check. It is recommended to always conduct a pre-use check immediately prior to ventilation. Provided device logs indicate a possible problem with the expiration channel pcb and a general leakage situation. No permanent problem was found during the investigation. What caused the reported issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).